Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubble was observed in the infusion set cannula. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 300-400 mg/dl a manual insulin injection was used to address bg.